Event description:
It was reported that during this implantable cardioverter defibrillator (ICD) interrogation, no audible tones were noted when the magnet was placed over the generator. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior. This ICD remains in service. No adverse patient effects were reported.